Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer had an alternate pump for insulin therapy. The customer also had manual injection supplies available. Customer¿s blood glucose level was 250 mg/dl.